Event description:
Customer called and stated that the adult bageasy oxygen reservoir "had shifted" and as a result the pt on which they were utilizing the bag "desaturated to 60%, required intubation and was placed back on mechanical ventilation."